Event description:
The manufacturer received information alleging a ventilator's lcd screen was freezing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's lcd screen was freezing. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The unit was cleaned and repaired. The device passed all the tests.